Event description:
It was reported a pericardial effusion occurred. During a watchman left atrial appendage closure procedure, a versacross connect access solution kit was selected for use. The patient's playlet and white blood cells (wbc) were noted to be low prior to the procedure. Once the versacross device was inserted into the heart, prior to the transseptal puncture (tsp), it was noted that the patient was undergoing supraventricular tachycardia (svt) prior to tsp. There were multiple attempts required to track up / drop down into position on septum before tsp was performed. The tsp was then performed. While the non-boston scientific pigtail catheter and watchman sheath was in the left atrium, the underwent atrial fibrillation (a fib) and was cardioverted again three more times. The watchman device was implanted successfully. The patient became hypotensive after release of the device. A pericardial effusion was then noted at the posterior location and a pericardiocentesis was performed with 490cc fluid removed on the table. The patient was doing well, and it was later discharged. The device is not expected to be returned for analysis. No pe was noted prior to the procedure. The patient was not under antiplatelet drugs at the time. As per the physician, the versacross device was not at fault for the arrhythmia. No other issues were reported.

Manufacturer narrative:
Correction to the initial MDR: the fields b5 (describe event or problem), f10 and h6 (patient codes (5)) were updated. Thus, this supplemental MDR is being filed. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A separate problem report will be filed for the versacross rf wire.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A separate problem report will be field for the versacross rf wire.

Event description:
It was reported a pericardial effusion occurred. During a watchman left atrial appendage closure procedure, a versacross connect access solution kit was selected for use. The patient's playlet and white blood cells (wbc) were noted to be low prior to the procedure. Once the versacross device was inserted into the heart, prior to the transseptal puncture (tsp), it was noted that the patient was undergoing supraventricular tachycardia (svt) on and off and hence the patient was cardioverted. Were required multiple attempts to track up and down into position on the septum due to cardiovert. The tsp was then performed. While the non-boston scientific pigtail catheter and watchman sheath was in the left atrium, the underwent atrial fibrillation (a fib) and was cardioverted again three more times. The watchman device was implanted successfully. The patient became hypotensive after release of the device. A pericardial effusion was then noted at the posterior location and a pericardiocentesis was performed with 490cc fluid removed on the table. The patient was doing well, and it was later discharged. The device is not expected to be returned for analysis. No pe was noted prior to the procedure. The patient was not under antiplatelet drugs at the time. As per the physician, the versacross device was not at fault for the arrhythmia. No other issues were reported.